Manufacturer narrative:
Common device name: nio stent, iliac. Product code: qan.

Event description:
As reported by the initial reporter "stent placement in rt iliac vein. Symptoms resolved at 30day f/u. No adverse events following. (B)(6) 2020 rt knee replacement. (B)(6) 2020 chest px and sob. Questioned endocarditis dx. March 2021 saw migrated stent in rt ventricle."